Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of noise was observed on the rv lead. It was unable to determine where the noise came from. Patient was asymptomatic. Patient has dementia and undergoes chest x-rays. All other lead measurements were stable and further testing was unable to reproduce the noise. Physician decided to monitor the patient. No further information available.